Manufacturer narrative:
Insulin pump was received with motor error alarm during basic occlusion test and prime error alarm at during prime test due to faulty force sensor. Motor passed motor test. Insulin pump had a cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer called to report the insulin pump alarmed for motor error. The insulin pump was dropped and had a crack on the corner of the display screen. Blood glucose reading was 121 mg/dl. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).